Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A remote alert was received for high pacing impedance on the right ventricular (rv) lead. The lead was capped and replaced. The electrical values were in range following procedure. The following day high pacing impedance again was noted on the rv lead and the device was explanted and replaced. The patient is in stable condition following the procedure. Related manufacturer report: 2938836-2017-23062.